Event description:
Related manufacturer reference number:2017865-2022-02946. It was reported that the patient presented for magnetic resonance imaging (MRI). Before an MRI exam, it was discovered that the right ventricular lead (rv) and right atrial lead (ra) exhibited noise that was oversensed by the device and led to pacing inhibition in the atrium. No intervention was performed. The patient was in stable condition.